Event description:
It was reported that pump declared altitude alarm 21. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer did not have a backup method of insulin therapy to resolve glucose level however; it was confirmed no third-party intervention was required. Technical support confirmed following cleaning and usage precautions and was advised reaching out to healthcare provider for backup method of insulin therapy.